Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue.  The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.  Additional actions to prevent this failure from occurring are underway.

Event description:
The customer reported the swivel arm mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.  The system has been returned to service at the facility.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.